Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that she had issues with the insulin pump's button. The button was hard to press when she tried to go to the menu on the insulin pump. Her doctor said the button was hard to press as well. Customer's blood glucose level was not reported. The device was not returned.